Event description:
It was reported that during a fill and tubing process the pump reached 63 units without visible drops, and upon removing the cartridge the user observed insulin leaking from the cartridge bottom near the red plunger; the user fills cartridges and connects the cartridge and infusion set to the pump, and a full supply change with new components resolved the issue, which aligns with a device leak involving the reservoir component. No clinical signs or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed leakage at a seal consistent with a leak or splash from the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.